Event description:
The customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien was not authorized to service the device. Multiple attempts have been made to try to obtain further info but no response received from the customer.